Event description:
We received an allegation about questionable low results for 1 patient serum sample tested with elecsys anti-hav igm assay on a cobas e411 immunoassay analyzer (disk system) when compared to a non-roche analyzer (vidas). Initial result: 0.215 coi and was considered a non-reactive result. Taking into consideration the appearance of the serum sample which was icteric and the patient's transaminase results, the customer questioned the initial result and repeated the sample on vidas system. Repeat result: 1.98 and was considered a reactive result. The unit of measurement was not provided. The repeat result was reported outside the laboratory.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The calibration was last performed on (B)(6) 2024. No qc was performed on the day of the event, however, the customer uses patient samples as an internal qc. The investigation is ongoing.

Manufacturer narrative:
The unit of measurement for the vidas ahav igm result of 1.98 was vt. The investigation did not identify a product problem. The elecsys ahav igm assay performs within specifications. The root cause was due to a sample-specific issue. The product labeling states: "for quality control, use precicontrol anti-hav igm."